Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated sensing integrity counter (sic) was observed on the right ventricular (rv) lead. There was no evidence of oversensing, no impedance changes and no threshold changes. The patient denied any exposure to electromagnetic interference or any recent falls or accidents. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.